Event description:
It was reported the patient had a (B)(6) infection at the stimulator site. The patient had a dental abscess requiring abstraction and antibiotic therapy. It was thought they developed the (B)(6) infection in relation to this. Patient symptoms included generalized malaise, fatigue, weakness, lateral neck pain, and upper chest pain. Lab results were negative for bacilli, cultures were growing (B)(6). A CT scan without contrast revealed no acute intracranial abnormality. Intervention included explant of the stimulator and extension. The event resulted in, in-patient hospitalization, prolonged hospitalization, and surgical intervention. The etiology was noted as the incisional site/device tract and was related to the device or therapy and unlikely related to the implant procedure. The event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant product(s): product ID: 3387s-40, lot# va0l1c8, implanted: (B)(6) 2014-08-27, product type: lead. Product ID: 3387s-40, lot# va0l1c8, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 201, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. (B)(4).